Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to another device (truemetrix). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2018 at 11:23 am she obtained blood glucose readings of ¿122 mg/dl¿ with the subject meter and ¿96 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that she manages her diabetes with diet and exercise. The patient claimed she continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of feeling ¿lightheaded and almost passed out¿ around 2 hours after the alleged issue occurred. At the onset of the symptoms, the patient reportedly treated herself with a peanut butter cracker. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began.the subject meter could not be ruled out as a cause or contributor to the event.